Manufacturer narrative:
The tw drill 1.1x105mm 18mm stp (item# 01-7149, lot# 341872) was returned for investigation. It was determined that the '341872' etched on the body of this drill is the vendor's lot. Based on a review of inventory transactions and the customer's purchase history, there are 3 possible zimmer biomet lots: 965630, 965720, or 047230. 965630 (mfg date: 25 nov 2019). 965720 (mfg date: 25 nov 2019). 047230 (mfg date: 26 nov 2019). Visual examination of the returned drill confirmed the product's identity. It was also confirmed that the drill was fractured, near the neck at the start of the fluted section. Review of the device history records identified no deviations or anomalies during manufacturing related to the event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Complaint (B)(4).: the lot etched on the product is the vendor's lot. A review of the customer's purchase history and inventory transaction found three (3) possible lots: 965630, 965720, and 047230. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure the drill tip broke. Another drill tip was used to complete the procedure. There were no known consequences or impact to the patient.